Event description:
Related manufacturer reference number:2017865-2023-36866 it was reported that patient presented for routine generator change procedure. Prior to procedure, it was found that patient's right ventricle lead exhibited high, out of range pacing impedance. During procedure it was noted that patient's atrial lead exhibited loss of sensing and low, out of range pacing impedance. The right ventricular lead was repositioned, atrial lead was capped and replaced on (B)(6) 2023. The patient was stable.